Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission noted that the patient's pacemaker and right ventricular (rv) lead exhibited intermittent capture and lead noise. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Product #1 pi main [pi-(B)(6)]. An event of failure to capture resulting in no clinical signs, symptoms or conditions which was unaddressed was reported. The pacemaker is implanted and will not be returned. Technical service was contacted regarding the loss of ventricular capture. Review of the transmission noted that there was no evoked response with ventricular pacing events or the backup paces associated with the threshold test that was started after two consecutive loss of capture events. In-clinic threshold test was suggested. Gfes were performed to see if the patient has brought into the clinic for threshold evaluation, the event resolution, the patient's condition post-intervention and if the loss of ventricular capture was alleged on the pacemaker or ventricular lead. A device history record (DHR) review was not required per investigation procedure. The reported event of failure to capture was confirmed by the technical services.